Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision wherein the leads were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025.